Event description:
Reporter indicated the pt passed away. The cause of death is unknown pending autopsy. There is no evidence at this time that the ncp system caused or contributed to the reported event.